Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable as the lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was implanted into the patient's eye using the preloaded insertion system, model pcb00, and the lens was unfolding in the eye, a plastic fragment was observed free floating in the center of the lens. The surgeon was able to capture the fragment and remove it from the eye. Additionally, it was reported that the fragment was white in color. The surgeon sent the fragment for compositional analysis. No further information was provided.

Manufacturer narrative:
Device evaluation: no return product was available, therefore visual inspection was not performed and reported complaint could not be verified. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. During manufacturing process, nut, plunger and pushrod are inspected for defects and particulates. Proper assembly is ensured, no gap between the nut and the plunger wings is allowed. The review identified no non-conformance reports associated with this po. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed which adequately provides instructions on proper use and handling of the device. The dfu contains a specific section on visual inspection of the device prior to use. Based on review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.